Event description:
X-ray taken at on 9/28/92 revealed portion of hickman catheter had lodged in the left pulmonary artery. Patient was admitted to hospital on 9/29/92 for percutaneous retreival of fractured hickman catheter in left pulmonary artery. Retreival was successful. Catheter had been implanted in june, 1992. On 9/30/92, patient had remainder of hickman catheter surgically removed from chesst wall and had another hickman inserted in right subclaviandevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, patient's condition - predisposed event. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.